Event description:
Philips received a complaint by the customer on the v60 indicating that the screen display was dim. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during periodical device checking. No patient or user harm was reported. The device kept operating when the issue was observed, but there was no reported delay in therapy. The customer called technical support to report that the screen display was dim. A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The pse replaced the user interface (ui) assembly and verified that the issue was resolved. The investigation concludes that no further action is required at this time.